Event description:
The hcp returned the device to the MFR for analysis. The pump was explanted after less than 1 mo implant duration due to infection. No pt symptoms or causative organism was reported. Add'l info has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.